Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, diagnosed via ultrasound and MRI. This relates to the left side. The device has been explanted with a complete capsulectomy and replaced with another manufacturer device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, diagnosed via ultrasound and MRI. This relates to the left side. The device has been explanted with a complete capsulectomy and replaced with another manufacturer device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, e1, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii diagnosed via ultrasound and MRI. The device has been explanted with a complete capsulectomy and replaced with another manufacturer device.